Event description:
Customer reported an air bubble alarm. The pump was received for evaluation. The evaluation found that the pump indicates air bubble when the tubing was loaded even with no air present in the tubing. The air detector was replaced to resolve this issue. After repair, the pump was found to meet specification.